Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: it was additionally reported that there was no procedural delay, and the name of the procedure and whether it was completed was unknown.

Event description:
It was additionally reported that there was no procedural delay, and the name of the procedure and whether it was completed was unknown.

Event description:
The customer reported to olympus that there was a defective air and water supply while using the evis lucera elite colonovideoscope. The issue occurred during preparation for use and there was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and foreign material was found to be clogging the nozzle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a black solid material. Upon further analysis, it was determined that the material was a silicone based rubber. As silicone based rubber is included in the packaging for the air water button, irrigation port, and connecting tube attachment, it is possible the rubber flaked off due to deterioration and caused the clog. However, as it was confirmed that the device was correctly reprocessed, the cause for the foreign material remaining in the nozzle could not be determined. Olympus will continue to monitor field performance for this device.